Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 2,000 ohms on the right ventricular (rv) lead. Surgical intervention was done to replace the rv lead. This product remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.